Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm compromised force sensor. The customer's blood glucose is normal, didn't require medical treatment.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to faulty force sensor resistor also, unable to perform basic occlusion, occlusion, excessive no delivery test due to a33 alarm. Pump passed self-test, a21, displacement test and all operating currents measurement were normal. The insulin pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.